Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the lingual segment resection of left upper lobe surgery,after fired, the knife moved to the distal end, but could not return the knife automatically. The knife reverse button could not work. Used manual override lever to return the knife. There were no adverse consequences to the patient. No additional information can be provided.